Manufacturer narrative:
Device return evaluation was completed . The customer complaint was not confirmed, unable to be reproduced during device evaluation. Furthermore, the following findings during inspection were noted on the device: the curved rubber adhesive part is missing. Scratches are found on the operation part due to external factors. Scratches are found on the grip due to external factors. There are scratches on the angle lever due to external factors. Scratches are found on the up/down (ud) plate due to external factors. Scratches are found on the right/left (rl) plate due to external factors. There are stains on switches (sw1, sw2, and sw3) that are difficult to remove due to handling. Scratches are found on the nigiri cover due to external factors. The video connector found cracked due to external factors. Scratches are found on the video connector due to external factors. Scratches are found on the lg connector due to external factors. Scratches on the lg cover glass surface due to external factors are observed. Scratches are found on the video connector case due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "image sandstorm ", no image. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the internal circuit board of video connector or the system. Olympus will continue to monitor field performance for this device.